Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off. There was no patient involvement. No additional information is available

Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported turn off, which were reproduced during evaluation. A review of the event history log identified turn off. Visual inspection found the cause was a depressed rear case battery pins. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.